Manufacturer narrative:
Correction: d4 previously stated the lot # was 201710161, corrected to 201710241 previoulsy stated the manufacture date was 10/16/2017, corrected to (B)(6) 2017.

Manufacturer narrative:
Two 138104 were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that the poly components of the packaging exhibited stress marks. All devices were dye leak tested. Dye leak testing found that sample 1 exhibited a breach of the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been 30 complaints regarding 71 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; these devices should never be used when there is visible damage to the exterior of the device such as cracked or damaged plastic and these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported that the 138104, universal disposable electrode had a rip in the packaging. Leak dye testing confirmed there was a breach in sterility. This report is being raised based on device malfunction with potential for injury upon reoccurrence.